Event description:
Device was opened and inserted into patient's shoulder. The doctor then noticed the device was defective and removed it. The defect appears to be an incomplete formation of the ceramic part of the tip.